Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ventricular fibrillation, episodes of undersensing were noted on the device which were reported by the physician to have inhibited therapy delivery. The physician reported the event resulted in patient death due to cardiac arrest. The device remains implanted and inactive.